Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician suspected the magnet application had permanently programmed tachy therapy off. The field representative applied the magnet and then removed the magnet and confirmed the device was function appropriately. Boston scientific technical services (ts) reviewed the device information and confirmed that the magnet application was functioning appropriately. The tachy therapy had been programmed off more than a month before the magnet application. The device was reprogrammed to ensure therapy was on. It was confirmed the patient did not have any symptoms while tachy therapy was programmed off. No adverse patient effects were reported.